Manufacturer narrative:
The serial number of the customer's cobas e411 disk is 15c0-23. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys cortisol (cortisol) results from one patient sample tested on the cobas e411 disk. The initial result of the undiluted patient sample was only a data flag and no numerical result. The first repeat result with the patient sample at 1/10 dilution was 2.45 ug/dl. The second repeat result of the undiluted patient sample was 24.68 ug/dl.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) updated. The field service/application specialist inspected the analyzer and determined that a sample/reagent (s/r) probe adjustment issue had caused the event. The analyzer was verified to be working according to specification after the service. The investigation determined the misadjusted s/r probe had caused the event. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.